Event description:
Intra cranial pressure monitor bolt appeared to be leaning and began losing waveform. The bolt and wire were still intact, yet, bowed at the scalp. Pt. Was returned to surgery to remove broken bolt.